Event description:
It was reported that the facility had the PICC wire break during procedure. No other information regarding the event was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed wire is confirmed but the exact cause remains unknown. One 3cg t lock stylet assembly was returned for investigation. One 3cg t lock stylet assembly was returned for investigation. A break in the distal end of stylet polyimide tubing was observed. The distal segment measured to be approximately 4.8 cm. Multiple kinks in the polyimide tubing were observed in between magnet locations. The stylet polyimide tubing was cut near the proximal break location. The wall thickness was measured and found to be within specification. Based on the condition of the returned sample, likely contributing factors include advancement against resistance and stylet kinking during advancement. Since a complete break in the stylet was observed, the complaint is confirmed. A lot history review (lhr) of redq2696 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq2696 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had the PICC wire break during procedure. No other information regarding the event was provided.